Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave a constant critical pump error alarm. After pressing the back and down arrow button, (crest software) was utilized to allow access to download. An unexpected blue screen came up. The history download (thus software) was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assembly. Per vision inspection no moisture damage noted. Isolate to electronic assemblies. Unit also received with pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case and label damage (faded) in conclusion unit came in with constant critical pump error alarm, unable to complete download using (thus software). Isolate to electronic assemblies. In addition, customer concern for cosmetic damage at battery compartment was confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1780kr was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.